Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The physician observed that the pacemaker had eroded, and the patient pocket site had an appearance of redness an a sore. According to the physician, there was no allegations that the system caused an infection. It was noted that the leads were not eroded. The physician opted to perform a full system explant. The patient was in stable condition.